Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the telemetry device has no sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Event description:
The customer reported that the telemetry device has no sound. The device was not in use on a patient at the time of event, there was no patient involvement. The device was returned for evaluation and the reported issue was confirmed. The speaker was found to be defective. A replacement device was sent to the customer's facility.